Event description:
It was reported that patients ipg was not holding a charge and patient was experiencing discomfort. The patient underwent an explant procedure due to the structure of the spine and was doing well postoperatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.